Event description:
On 02-oct-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia and was subsequently diagnosed with diabetic ketoacidosis (dka) during hospitalization. The user was transported by ambulance and received hospital treatment. The user recovered and was discharged.

Manufacturer narrative:
The user was hospitalized for body cramps and was subsequently diagnosed with dka while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date, with the ilet appropriately increasing insulin delivery in response to rising glucose levels. The user reported that the hospitalization was primarily due to body cramps related to dialysis, with the dka diagnosis occurring during the hospital stay. Based on available information, no device problem was identified, and the event is considered not related to ilet performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.